Manufacturer narrative:
(B)(4). Retainer ring = clear. The customer alleged abnormal insulin pump behavior that places the patient on low blood glucose on (B)(6) 2021. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches.no pump anomaly noted during testing. The following were noted during visual inspection: minor scratched display window, scratched displaywindow cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, faded serial number label, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.history download was successful using thus and carelink upload was successful. The pump passed the functional testing. The customer alleged abnormal pump behavior anomaly was not confirmed.unable to confirm alleged low bg's.test appendix: ngp1. Displacement test = 0.0347 in. Pass2. Rewind = pass3. Prime/seating = pass4. Basic occlusion test = pass5. Force sensor test = 2.5 lbs. Pass6. Occlusion test = 1.40 units pass7. Sleep current measurement = 0.63 ma pass8.active current measurement (benchmark elec.) = n/a ma 9. Active current measurement (jabil elec.) = 157 ma pass 10. Self test = passdisplacement accuracy test = 0.0873 in. Pass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. No harm requiring medical intervention was reported. The device was returned for analysis.